Event description:
Info was rec'd that reported, a pt was hospitalized in 2006 for hyperglycemia. When admitted, the pt had a blood glucose of >1400. The reporter stated "the hospitalization was not because of trouble with the pump", and believes the event was the result of improper care of her elderly father. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
MFR completed the entire form. Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.